Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not charging the battery. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was not charging the battery. Per the diagnostics performed by the engineer, the battery needed to be replaced. A quote for service was sent to the customer. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in use when the issue occurred. No patient or user harm reported. In addition, the km reported that the battery was replaced due to the batter being greater than five years old. The device was serviced, and the service engineer (se) reported that the battery was replaced, and the device was operational. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.